Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead will be reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received a possible inappropriate shock, and the right ventricular (rv) lead continued to exhibit t-wave oversensing (twos). The lead remains in use. No further patient complications have been reported as a result of this event.